Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this lead had an infection. There were no additional adverse patient effects reported. All available information indicates that the lead remains in service. Due to the limited information received, further follow-up to obtain related details was not possible.